Manufacturer narrative:
Concomitant medical products: pre-treatment: puracyn, alcohol prep; post-treatment: ice. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ xc in cheeks (1 ml) and temple (1 ml) and 2 ml of juvéderm® vollure¿ xc in submental and temples. Two weeks later, patient was injected with 2 ml of juvéderm® vollure¿ xc in sub-malar and 2 ml of juvéderm® voluma¿ xc in cheeks (1 ml) and temple (1 ml). Three weeks later, patient was injected with 2 ml of juvéderm® vollure¿ xc in perioral. Approximately three months later, patient experienced ¿lumps in medial cheeks, right temple and perioral area. Palpable product only visible in temple and on animation by mouth. Inflammatory nodules with no erythema or induration with mild tenderness.¿ treatment has not been provided. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00551 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00554 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00553 (allergan complaint #(B)(4)), MDR ID# 3005113652-2022-00555 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® vollure¿ xc.